Event description:
During a product demonstration, the wireless module battery was accidentally dropped from waist level (approximately 3 feet) to the floor. When the battery made contact with the floor, the battery failed and momentarily produced a flame and emitted smoke. There were no injuries reported in this event. There was no patient involved in this event.

Manufacturer narrative:
The investigation into the failure has shown that the failure of the battery may be delayed. If the failure of the battery were to be delayed, a patient or user could be exposed to the battery failure and the situation could warrant emergent care. A follow-up report will be submitted upon completion of the investigation.